Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the physician opened the package and flush the 5mm x 21mm embotrap ii revascularization device (et007521 / 20e034av) and flushed the stent. It was then observed that the stent body was damaged. The complaint device was not used on the patient. The physician switched to a new device for the procedure and it was completed. There was no report of any patient injury or complication. On 24-oct-2021, additional information was received. The information include a photo of the complaint device. The photo was reviewed by the product analysis and is documented below. The information indicated that the device used to complete the procedure is not available. The reported issue did not result in a clinically significant delay. The photo was reviewed by the product analysis lab and is documented below. [Photo analysis]: summary: review of the provided photographs showed no evidence of damage or deformation present on the embotrap device. There was no damage or deformation visible on the outer cage or inner channel. Both proximal markers and at least one distal marker appear to be present, with no damage or loss of markers visible from the photograph provided. The proximal and distal platinum coils were confirmed as present, with no visible damage to either coil present. The condition of the adhesive bonds and fillets could not be confirmed. The device shaft and insertion tool were not visible in the photograph; therefore, the condition of these components could not be confirmed. The appearance of the stent section of the device with the inner channel resting off-centre is likely due to deployment of the device at a temperature less than body temperature (i.e. Room temperature). Deployment at a temperature less than body temperature can result in the device not fully expanding which could lead to the appearance visible in the provided photograph. This appearance of the inner channel resting off-centre can be resolved with minimal gentle manipulation of the device, or by deploying the device at the intended temperature. Conclusion: the review of the provided photographs indicates that there is no damage present on the embotrap device. The cause of the complaint event cannot be confirmed from the information provided. The complaint device was returned and received in the product analysis lab for evaluation. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified no evidence of damage or deformation to the stent portion of the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and sample 0.021-inch microcatheters. The returned embotrap device was successfully delivered to the distal tip of a sample headway 21 and prowler select plus microcatheter with no issues. A review of the manufacturing documentation associated with this lot (20e034av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: although the returned embotrap device shows that the inner channel is off centre in relation to the outer cage the device shows no evidence of deformation or damage to the stent portion of the device. The returned embotrap device was successfully passed through a 0.0195-inch inspection tube and delivered to the distal tip of two sample 0.021-inch microcatheters, indicating that the returned embotrap device in its current condition is compatible with 0.021¿ microcatheters. The damage referenced in the complaint description may relate to the inner channel of the device appearing to rest off-centre relative to the outer cage. This is not damage and is within the variation in appearance of the device and not indicative of deformation of the device. When the device was deployed in water bath at 37 degrees celsius within a simulated vessel it was confirmed that the inner channel appeared to be positioned centrally within the outer cage. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-oct-2021. [Additional information]: the healthcare professional reported that during a thrombectomy procedure, the physician opened the package and flush the 5mm x 21mm embotrap ii revascularization device (et007521 / 20e034av) and flushed the stent. It was then observed that the stent body was damaged. The complaint device was not used on the patient. The physician switched to a new device for the procedure and it was completed. There was no report of any patient injury or complication. On 24-oct-2021, additional information was received. The information include a photo of the complaint device. The photo was reviewed by the product analysis and is documented below. The information indicated that the device used to complete the procedure is not available. The reported issue did not result in a clinically significant delay. The photo was reviewed by the product analysis lab and is documented below. [Photo analysis]: summary: review of the provided photographs showed no evidence of damage or deformation present on the embotrap device. There was no damage or deformation visible on the outer cage or inner channel. Both proximal markers and at least one distal marker appear to be present, with no damage or loss of markers visible from the photograph provided. The proximal and distal platinum coils were confirmed as present, with no visible damage to either coil present. The condition of the adhesive bonds and fillets could not be confirmed. The device shaft and insertion tool were not visible in the photograph; therefore, the condition of these components could not be confirmed. The appearance of the stent section of the device with the inner channel resting off-centre is likely due to deployment of the device at a temperature less than body temperature (i.e. Room temperature). Deployment at a temperature less than body temperature can result in the device not fully expanding which could lead to the appearance visible in the provided photograph. This appearance of the inner channel resting off-centre can be resolved with minimal gentle manipulation of the device, or by deploying the device at the intended temperature. Conclusion: the review of the provided photographs indicates that there is no damage present on the embotrap device. The cause of the complaint event cannot be confirmed from the information provided. A review of the manufacturing documentation associated with this lot (20e034av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. H.6: the code ¿no device problem found (c19)¿ was used in the investigation findings because the physical complaint device has not been received. This code corresponds with the ¿cause not established (d15)¿ in the investigation conclusion. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. (B)(6). The initial reporter email address is not reported / available. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (20e034av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the physician opened the package and flush the 5mm x 21mm embotrap ii revascularization device (et007521 / 20e034av) and flushed the stent. It was then observed that the stent body was damaged. The complaint device was not used on the patient. The physician switched to a new device for the procedure and it was completed. There was no report of any patient injury or complication.